Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with glucose dropping to 39 mg/dl; the user indicated they had started pump use with incorrect practices that led to maladaptation of the algorithm, and the event was treated with oral fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included insufficient information to determine longer-term impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.